Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
Additional information was received which indicated a pacemaker mediated tachycardia (pmt) episode occurred. After reviewing the pmt episode, it was noted that the ra lead was oversensing the r-waves. The sensitivity on the ra lead was reprogrammed. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which it was indicated the patient's heartrate (hr) was 40 beats per minute (bpm), according to their apple watch. The company represnetive noted that the patient's hr has been 40 bpm in the past, where they confirmed it was due to noise in the clinic. It was noted the physician planned to see if they patient wanted to revise their device system. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
Additional information was received which indicated the pacemaker was explanted and returned for analysis. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. Patient code 3191 was used to capture the surgery to explant and replace the device. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances, noise, oversensing, pocket stimulation, and pacing inhibition. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this pacemaker system oversensed the minute ventilation (mv) signal on the right atrial (ra) lead, which resulted in pacing inhibition. The patient didn't experience asystole. In addition, there were impedances spikes from 600 ohms to 1200 ohms. The signal artifact monitor (sam) was installed and it disabled the mv feature due to the oversensing. Subsequently, the pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the ra lead, measuring greater than 2000 ohms. The device was reprogrammed to unipolar pace and bipolar sense, however, the patient experienced pocket stimulation. The lss feature was programmed off and the device was reprogrammed to bipolar pace and sense. It was noted the patient experienced palpitations. The physician will continue to monitor this pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population correction to fields corrections/removal reporting # and additional MFR narrative.

Event description:
This supplemental report is being filed as the conclusion code was updated.